Manufacturer narrative:
The returned device was evaluated. The fluid ingress indicator was red indicating that fluid had entered the pdm and caused a short on the bg board. The pdm was found to have a non-functioning bg meter board, resulting in a meter error 4. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the pdm had a hazard alarm/error which caused it to stop working, resulting in the customer being unable to use the device. He visited the hospital and was diagnosed with diabetic ketoacidosis. Treatment included insulin through an IV and by injection. The product was returned for evaluation.